Event description:
According to the reporter, during  pneumonectomy with heated chemotherapy, the device overheated and melted during the procedure and burnt the patient. The patient had several small burns on the chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.